Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to analyze. Complainant indicated that subsequent testing duplicated the malfunction. Complainant indicated that there was no patient involvement in the reported malfunction.